Event description:
It was reported that the 6800 system would not boot up properly. It was also stated that when the system is turned on, the monitor has no display. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation identified that the 5vdc supply was below the specified voltage level. Adjusted the supply up and tested the system. The system was found to be working as intended and placed back into service.